Event description:
On (B)(6) 2010, patient reported she was changing the insulin cartridge and forgot to press the check button after inserting a new cartridge. Patient stated the infusion device is in stop mode and she has not yet primed the infusion set. Advised patient to press the menu button to get to the prime the infusion set function and then just begin a prime. While attempting to assist the patient, the infusion device started beeping an error message. Patient is legally blind and cannot see the infusion device display. Patient reported she could not see which error was showing; assumed it was a cartridge error. Had patient go back through the change the cartridge procedure and again device beeped an error. Patient was able to see this time that the infusion device was showing an e2 (battery depleted) alert. Patient changed the battery and attempted to go through the change the cartridge procedure again, but the piston rod is not returning all the way; infusion device shows an e10 (cartridge error) alert. Had patient attempt to go through the change the cartridge procedure a couple of more times; piston rod does not return all the way and then goes to an e10 alert. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.